Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j2 are damaged and see pictures. Receiver charges and boot up was performed and failed due to usb pin(s) from j2 are damaged. Perform internal visual inspection and passed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.